Manufacturer narrative:
H3- device evaluation: dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
D9 - returned to manufacturer date corrected to (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.50/+1.0/100 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a different model, same length lens and the problem was resolved (the lens was implanted vertically). The cause of the event was unknown.